Event description:
It was reported that two pieces of permacol tissue were implanted into a pt in january following removal of an infected mesh. On the first day after the operation the pt was placed on a ventilator which was removed the next day. In 2003, the hernia incision opened and permacol could be seen. Two pieces of permacol had been sewed together by prolene suture loops, which could be seen still remaining on one piece of tissue, although the suture line of the joined pieces was open. The exudate was cultured and methicillin resistant staph aureus (mrsa) was cultured. This complaint is reported under two MDR numbers to capture the two different pieces of implants used.